Manufacturer narrative:
A steris account manager offered in-service training on the proper cleaning techniques for the harmony led 585 surgical lighting system; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony led 585 surgical lighting system and found the covers were damaged where the screw is installed to attach the covers to the lighting system. The damage to the covers observed by the technician is indicative of improper cleaning techniques by user facility personnel subsequently causing the covers to break and detach. The harmony led 585 surgical lighting system operator manual states (6-1), "caution - possible equipment damage hazard: always follow manufacturer instructions for concentrations and use of cleaning products." The operator manual further states (6-1), "caution - possible equipment damage hazard: do not spray any cleaning product directly onto the lighthead, modem chassis, or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture." The technician replaced the covers, tested the lighting system, confirmed it to be operating according to specifications and returned it to service. A steris account manager offered in-service training on the proper cleaning techniques for the harmony led 585 surgical lighting system; we are awaiting the user facility's response. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure an employee was positioning their harmony led 585 surgical lighthead when two yoke cover halves detached and fell contacting the patient. The procedure was completed successfully. No report of injury or procedure delay.